Event description:
The physician was attempting to use an amphirion deep pta balloon catheter to treat a peripheral artery. The lesion was 210 mm and exhibited severe calcification and moderate tortuosity. Pre-dilation was carried out with 30% stenosis remaining. No abnormalities noted during device inspection before use. No abnormalities noted during delivery to the lesion. During the operation, the physician inflated the amphirion deep without issue. Following inflation, strong resistance was noted during withdrawal of the amphirion from the guidewire. When the physician pulled the amphirion deep by force, both were successfully removed. It was observed that the amphirion deep catheter was deformed. A new amphirion deep and other manufacturer¿s balloon catheter were used as replacement to complete the operation. There was no adverse event to the patient.

Manufacturer narrative:
(B)(4).

Event description:
Evaluation summary: the device was broken in two parts. Traces of blood were detected on the balloon and on the shaft. The balloon was unfolded and the guide wire lumen was kinked in several points. The shaft was broken distally approximately 10 mm from the monorail welding. The shaft was broken proximally at 120 mm from the shaft- hypotube welding. No other abnormalities detected on the device.

Manufacturer narrative:
Evaluation results: no results available since no evaluation performed (no device or cine images received for review). (Root cause is undetermined). Evaluation conclusion: unable to confirm complaint (no device or cine images received for review). (Root cause is undetermined). (B)(4).